Manufacturer narrative:
Device received with severely cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. Device received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and peeling end cap address label.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that there was a crack across the screen. Customer had dropped the device. Customer's blood glucose was 9.2 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.